Manufacturer narrative:
Report source - country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) with a full load was ¿spent¿ and that the patient experienced ¿premature battery depletion.¿ the ins was replaced as a result of the event and the issue was resolved. There were no patient symptoms or complications associated with the event and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report. There were no further complications reported or anticipated.